Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an error in the motor was detected by reading an unexpected value from hall sensor (pump error 43) alarm, and the pump was not able to rewind. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify pump error 43 alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found three pump error 63 alarm (variable= 15)(file ID= 2017, line ID= 187) on 08/24/2025, first at 14:45:31.000, second and third at 14:45:43.000. Also, pump error 130 alarm on 08/24/2025 at 12:45:09.000 and 14:01:50.000, pump error 37 alarm on 08/24/2025 at 13:46:55.000, and multiple pump error 43 alarm on 08/24/2025 from 13:50:01.000 until 14:17:33.000. Pump was cut open and moisture damage on the electronic assembly, motor, internal battery and force sensor and corroded motor home switch during the visual inspection. The sc1 cap locks properly into the reservoir compartment. Pump received with pillowing keypad overlay, scratched case and cracked up, down, right and select button keypad overlay during the visual inspection. Critical pump error (open book image) alarm confirmed due to pump error 63 alarm. Pump error 63 alarm confirmed due to moisture damage on the electronic assembly. Pump error 130, 37 and 43 alarm confirmed in the pump history due to corroded motor home switch. Unable to verify customer alleged for pump unable to rewind due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.